Event description:
Customer's mother reported that the insulin pump returned a button error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to flattened button dome switch. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).